Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician's office on (B)(4) 2013 noted that the patient was last seen on (B)(6) 2009 and she was doing well. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.